Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 450 mg/dl. Although requested, the customer did not provide further information about the high bg event.